Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed maintenance occurrences. Adjusted transfer guides for assembly discs took place. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the barrel was cracked there was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: batch 0065697: syringe presents a crack in its barrel.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the barrel was cracked there was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: batch 0065697: syringe presents a crack in its barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.